Manufacturer narrative:
It was reported by the sales representative that a proplege box was found labeled "product would not inflate/deflate". Event date is unknown. This device is reported as not being placed in a patient. Evaluation: the returned device was tested and had no issues inflating a deflating the balloon. The complaint was unable to be confirmed. The root cause of the customer¿s experience is unable to be determined. Manufacturing records were reviewed and no related non conformances were found. There will be no pra or CAPA initiated at this time. The instructions for use, training, and risk control measures are appropriate at this time. Trends will continue to be monitored on through the edwards quality system.

Manufacturer narrative:
The device will be evaluated upon product receipt.

Event description:
It was reported by the sales representative that a proplege box was found labeled "product would not inflate/deflate". Event date is unknown. This device is reported as not being placed in a patient.